Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure at third inflation, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.